Manufacturer narrative:
The device was returned for evaluation. Visual and functional tests were performed. The device was received with the air mix needle cartridge out-of-position. The reported issue was duplicated- could not turn air mix knob and the air mix needle cartridge had completely backed out of flow block. The cause of the problem was deemed to be user handling. Device history record (DHR) has been reviewed and deemed unrelated to the current customer reported problem. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the air max o2 knob spins. No patient injury was reported.